Event description:
It was reported that there was a cut on the patient line of a homechoice cassette which resulted in leak. The patient was connected at the time of the event. This occurred during fill one of four of peritoneal dialysis (pd) therapy. Renal therapy services assisted the patient in ending the therapy session and advised the patient to contact their nurse regarding the event. Proper procedures per the user manual were reviewed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured in october 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.